Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection of the device found the outer helix is out of specification, which is consistent with procedure damage. No anomaly was noted on inner helix. Longevity assessment and further analysis were normal with no anomaly found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited stretched helix when interacting with the delivery catheter prior to placement. The ralp was not implanted, and an alternate near at hand was implanted instead on (B)(6) 2025. There were no patient consequences.